Event description:
The biomedical engineer reported "the unit started smoking when they turned it on; the front wheel on unit was installed backwards. An adaptive socket, to fit the headlamps, was installed but was installed backwards and the light beam caused it to overheat and there was no light. There was no smoke but the smell of melted plastic. The biomedical engineer was unable to confirm who installed for the adaptive socket. There were no injuries.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.